Manufacturer narrative:
The field service engineer (fse) inspected the device and found an alert that pointed to the compressor battery however, could not duplicate the reported issue. The ventilator has passed performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a touch screen unresponsive error message. The ventilator was not in use on a patient at the time of the reported event. The evaluation and repair of the device has not been completed.